Event description:
A worker was treated with an unspecified dril by her physician after complaining of a headache and vomiting from working where cidex plus was used. The wirker recovered from the event. It was unk if the worker was wearing any personal protective equipment when the event occured.